Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for evaluation. The customer stated problem was verified. The root cause was attributed to faulty mp board.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited intermittent beeping and case repairs. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.